Event description:
It was reported the patient was having a spinal surgery (unknown relatedness to device or therapy) and their catheter was either accidentally or intentionally cut. The catheter was reconnected with a pin from an accessory kit. The outcome of the event was not reported. The medication in the pump was not reported. There were no reported patient symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n219616, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).